Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was going to change the set and reservoir and they received a no delivery alarm. Customer tried changing the reservoir and still keeps receiving the same result. Customer stated that they have been having high blood glucose since last night. Customer's blood glucose was 597 mg/dl last night. Customer treated with manual injections and disconnected from the pump. Customer reconnected the pump later in the evening. Customer currently has a low reservoir warning on the screen. Customer has used 1 set and 3 reservoirs. Customer's blood glucose was 192 mg/dl at the time of the incident. Customer was advised to run a 5 unit manual prime. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump was working as designed.